Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient relative reported "recalled" and "sick for the past 2 years". Later patient relative reported "chronic pain and fatigue". Later patient relative reported "fibrous capsule; extruded silicone". This record is for unknown side. Device was explanted and it is unknown if will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b5.

Event description:
Patient relative reported "recalled" and "sick for the past 2 years". Later patient relative reported "chronic pain and fatigue". Later patient relative reported "fibrous capsule; extruded silicone". Later physician reported capsular contracture baker grade unknown". Later healthcare professional reported "baker grade ii". This record is for the left side. Device was explanted and it is unknown if will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient relative reported "recalled" and "sick for the past 2 years". Later patient relative reported "chronic pain and fatigue". Later patient relative reported "fibrous capsule; extruded silicone". This record is for unknown side. Device was explanted and it is unknown if will be returned.